Event description:
Information was received that reported a pt was hospitalized in 2007, due to hyperglycemia and chest pains. The reporter stated that the next day, at 09:30pm the pt's blood glucose was 150mg/dl. Reporter states the next morning at 04:00am the pt awoke with chest pains and a blood glucose of 350. At 4:30am, he was transported to the hospital where he was admitted with a blood glucose of 495 was treated with IV fluids, insulin and muscle relaxers. The reporter stated that they have had a recent history of pump blockage alarms and that the pt's endocrinologist has suggested a switch to novolog due to the high temperature exposure at the pt's workplace. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.